Manufacturer narrative:
Additional information provided: evaluation summary: a clinical analyst reviewed this file. The most common causes of tass are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. The phacoemulsification systems are closed systems. They are operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the dfus, aorn recommended practices, and the ascrs tass task force guidance document. There is no evidence that the design or manufacturing of the infiniti system or phaco handpiece contributed to the reported event. For the consumable product. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. For the intraocular lens (iol) product. The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. For the bss product. No lot specific investigation can be done (no complaint sample/no lot number available). All batches are released according to the required specifications. Unable to verify the complaint, no sample/lot returned. For the handpiece product. No further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available additional information has been requested but not received to date. (B)(4).

Event description:
A nurse reported that a patient experienced tass with hypopyon one day after phakic intraocular lens (iol) implant surgery. The patient also experienced vitritis and corneal edema due to the event. The affected eye was the right eye. During the surgery there was wound leakage and sutures were applied. There were not additional surgical complications. The iol was implanted in the bag. This patient was the 4th of 5 patients operated that day. Two days after surgery, the patient was hospitalized in another hospital as result of the event for six days. The patient was treated hourly with dexamethasone and tobramicine and intravitreal antibiotics and cortisone were also administrated. After the treatment there was a slow improvement but the vitreous cavity became denser. Cultures were taken and after the treatment smear test of the anterior chamber showed sterility. Eight days after surgery, the patient was still under treatment. The bss used during surgery was supplemented with epinephrine and refobacin. Additional information has been requested but not received to date. This is one of three reports being filed for this event. This report is for the patient with identified date of event.